Event description:
Customer reports to have experienced keypad anomaly. Customer reports that with press of any button, display reads "disconnect and rewind". Customer also reports to have gone to the hospital for high blood glucose and pump malfunction. Customer was transferred for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.